Manufacturer narrative:
Additional information : device manufactured between march 16, 2019 to march 17, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph using the naked eye revealed dark particulate matter (pm) on the membrane of the additive port assembly; no pm was observed at the administration port. The photograph was enlarged (zoomed in) and the pm appeared to be embedded near the middle surface of the injection site membrane of the additive port assembly. By the nature of the sample, no additional tests were performed. The reported condition was verified at the additive port assembly. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had black particle at administration port. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.